Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and patient was hospitalized on (B)(6) 2017. The customer reported that her daughter currently has diabetic ketoacidosis. Doctors have determined that the pump was not working. The customer had high sugars at home and started vomiting then went to hospital. Patient's blood glucose at time of incident was 497mg/dl. Patient's current blood glucose was 322mg/dl. The customer treated high blood glucose with pump only. The customer was treated at hospital with intravenous drip. The customer was vomiting every 15 minutes and could not get any food down. The customer was still in hospital. The customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. Customer stated the drive support cap appears normal (slightly indented). The pump passed the high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08800 inches. Unit was received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.